Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2016 she received an unspecified error message on the display of her adc blood glucose meter, upon test strip insertion. Customer further reported that on (B)(6) 2016 at 1:30 pm she "felt terrible, nervous, had shortness of breath and feeling cold like she had a fever", but because of the error message she could not test. At 4:00 pm customer's daughter brought her to an emergency room. At the ER a reading of 390 mg/dl was received and customer was diagnosed with "high blood sugar" and hypertension. An intravenous infusion was initiated with unspecified medications, to lower both her blood sugar and her blood pressure. At 9:30 pm her blood glucose was retested, a result of 250 mg/dl was received and customer was discharged to home. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product's were returned and investigated. The complaint is not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.